Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd investigation was conducted. The report indicates that the bone rongeur, side-biting belongs to the luminary alif system and is used to remove disc material and cartilaginous tissue from vertebral endplates, cleaning the superior and inferior surfaces simultaneously. The technique guide for the system was reviewed ((B)(4)) for the proper use of this device. One bone rongeur, side-biting, 9mm height were returned with the complaint that ¿it was reported that [while] doing preventative maintenance it was noticed that ¿ a luminary rongeur tip is broken.¿ upon receipt of this device it was seen that the distal tip of the upper jaw is cracked on the left side of the distal tip, the balance of the device is in good working condition. This complaint is confirmed. The associated drawings for this part were reviewed and the design, material ((B)(4)), and finishing processes were found to be adequate for the intended use of this device. Given the age of this device, and the location of the fracture, it is plausible that this complaint condition occurred as a result of use over time. Additionally, it is possible that this device came into contact with material with hardness greater than the cartilaginous tissue it is designated for use with. A definitive root cause was unable to be determined, although the failure mode is consistent with the device doming into contact with material with harness greater than the intended cartilaginous tissue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while doing preventative maintenance, it was noticed that the u-joint is loose on the drivers for synfix and a luminary rongeur tip is broken. No patient involvement reported. This report is 3 of 3 for com-(B)(4).